Event description:
Reporter states that she first began using renu in 2003. Stopped for a while and resumed using in fall of 2004. She recalls the onset of eye problems around the times that she went to take her driving test in oct 04. While using the solution she recalls that her eyes became "pink and began to burn." This was combined with a feeling that something may have blown into her eyes form the a/c in her car. In 11/04 she went to the e.r. For treatment. She was diagnosed with "dry eyes" and "an abrasion." She was evaluated by dr where she was living at the time. In 12/04 she was diagnosed with a fungal infection of her left eye. She says both eyes "shut down" and she couldn't see. She describes the pain as "unbelievable burning, as if someone had placed hot peppers in her eyes." By jan/feb 05, she states that she couldn't work as an administrative assistant, because of her eye problems, says she lost her house and relocated to be with her daughter. Referred her in 03/05 to see another dr in other city who she sees to date. In 05/05 the reporter underwent a corneal transplant of the left eye and since that time she has been weaning off several eye medications. She currently takes only pred forte and lacri-lube ointment. She has been diagnosed "dry eyes of the right eye." And is being monitored for cataracts of the left eye. She wears corrective lenses/eye glasses and has not resumed contact wear.